Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server had network issue and delay in login to the station. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server had network issue and delay in login to the station. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. Upon investigation of the actual device used in this incident, it was determined that the hospital was facing network outage, and the devices were on critical override. A technical support specialist (tss) confirmed that customer support center (csc) performed knowledge article (ka - no one can login due to domain response / force all devices to use cached credentials). After that if the issue still occurs then the customer will need to unplug the devices. Csc will need to capture a wireshark log of what was going on from a device perspective. Css remotely into 2 stations and upload wireshark. The tss remoted into the station and uploaded wireshark. The system functioned as intended after the technical support specialist troubleshot the device.